Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base with cannula intact without any missing or broken parts. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 1 needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was no electrode on the reported sensor. The customers blood glucose level was unknown. The sensor will be returned for analysis.